Event description:
It was reported the patient was admitted to the hospital due to "fall accidents". Device follow-up showed a lead impedance of 9999 ohms and failure of lead to capture and to sense. The lead was electrically abandoned by programming the device from dddr to aai. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.